Event description:
It was reported that the patient had a loss of therapeutic effect. The patient's car door closed on her abruptly and hit the battery and it was not working properly. It was noted that the patient's car was struck by lightning today, it charged the car so much the patient/car door hit the patient in the back where the device was located. The patient fell forward into the car, hit her forehead on the steering wheel which caused her to move to the right, which then triggered the (manual) car from park to neutral and rolled down a hill and hit a ram/jump and crossed a moving train. After landing, the patient's stimulation did not work as it once did. Subsequent information received reported that the patient needed re-education on her device. The patient now had therapeutic relief. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).